Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on 2014-(B)(6), no refill appointment was scheduled. The clinic attempted to contact the patient prior to the alarm date, but did not reach the patient. On the same date, the erv (expected reservoir volume) was 0ml and the arv (actual reservoir volume) was 0ml. The patient reported more intense pain. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]